Manufacturer narrative:
On (B)(6) 2020 - noise noted on rv pace sense with a few drops in impedance. Noise is random and not able to be reproduced with myopotentials or movement. Lead was capped. Upon receipt, the lead under complaint was found capped 35.5 cm distal to the is1 connector pin. Only the proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On (B)(6) 2020 - noise noted on rv pace sense with a few drops in impedance. Noise is random and not able to be reproduced with myopotentials or movement. Lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2020 - noise noted on rv pace sense with a few drops in impedance. Noise is random and not able to be reproduced with myopotentials or movement. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this rv lead has impedances and sensing declining significantly since the implant. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.